Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable had a "burnt" smell when the cable was unplugged form the pump. Customer was unsure of the safety of the plug and had thrown it away. Additionally, the customer stated that the screen was scratched, but could not confirm if the touchscreen was scratched or just the screen protector. There was no impact to the customer's blood glucose level reported. A replacement usb cable and wall adapter were sent to the customer.